Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. This complaint is being reported based on the event of atelectasis requiring extended hospitalization, bronchoscopy and aspiration to treat. On (B)(6) 2016 the patient was admitted for the bronchial thermoplasty procedure as planned by the physician. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure the patient experienced atelectasis post procedure day 3. Bronchoscopy and aspiration were performed and the atelectasis resolved on (B)(6) 2016. The patient's hospitalization was extended due to the atelectasis, and the patient was discharged from the hospital on (B)(6) 2016. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator fev1: 1.03 fev1 % predicted: 48.00 fvc: 1.82 fvc % predicted: 72.00 post-bronchodilator fev1: 1.56 fev1 % predicted: 73.00 fvc: 2.42 fvc % predicted: 95.00 additional information received on 22feb2017: according to the complainant, on (B)(6) 2016, while hospitalized for the procedure the patient experienced atelectasis post procedure day 6. Bronchoscopy and aspiration were performed and the atelectasis resolved on (B)(6) 2016. The patient's hospitalization was extended due to the atelectasis, and the patient was discharged from the hospital on (B)(6) 2016. Additional information received on 24may2017: dense casting mucus plugs were aspirated. The harvested specimen was submitted for microbiological studies. Clinical improvement was observed and there was almost complete resolution of radiological situation.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(4) clinical study. This complaint is being reported based on the event of atelectasis requiring extended hospitalization, bronchoscopy and aspiration to treat. On (B)(6) 2016 the patient was admitted for the bronchial thermoplasty procedure as planned by the physician. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure the patient experienced atelectasis post procedure day 3. Bronchoscopy and aspiration were performed and the atelectasis resolved on (B)(6) 2016. The patient's hospitalization was extended due to the atelectasis, and the patient was discharged from the hospital on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2015: pre-bronchodilator: fev1: 1.03; fev1 % predicted: 48.00; fvc: 1.82; fvc % predicted: 72.00. Post-bronchodilator: fev1: 1.56; fev1 % predicted: 73.00; fvc: 2.42; fvc % predicted: 95.00. Additional information received on 22feb2017: according to the complainant, on (B)(6) 2016, while hospitalized for the procedure the patient experienced atelectasis post procedure day 6. Bronchoscopy and aspiration were performed and the atelectasis resolved on (B)(6) 2016. The patient's hospitalization was extended due to the atelectasis, and the patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of (B)(6). This complaint is being reported based on the event of atelectasis requiring extended hospitalization, bronchoscopy and aspiration to treat. On (B)(6) 2016 the patient was admitted for the bronchial thermoplasty procedure as planned by the physician. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure the patient experienced atelectasis post procedure day 3. Bronchoscopy and aspiration were performed and the atelectasis resolved on (B)(6) 2016.the patient's hospitalization was extended due to the atelectasis, and the patient was discharged from the hospital on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.03, fev1 % predicted: 48.00, fvc: 1.82, fvc % predicted: 72.00. Post-bronchodilator: fev1: 1.56, fev1 % predicted: 73.00, fvc: 2.42, fvc % predicted: 95.00.